Event description:
The customer reported that the collimator was locking up and holding in the closed position. This rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was replaced. The system was then found to be operating as intended.